Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. Calibration data for the elecsys hiv combi pt assay showed signals within expected ranges. The patient sample was received for investigation and the customer¿s initial results were confirmed with the elecsys hiv combi pt assay, yielding a result of 7.68 coi (reactive). Interference analysis indicated reactivity to only one hiv-specific antigen, which strongly suggested a false reactive result. Additional testing with the elecsys hiv duo assay produced a result of 0.269 coi (non-reactive). The root cause was attributed to a sample-specific discrepancy. False reactive results may occur with the elecsys hiv combi pt assay due to its specificity being less than 100%.

Event description:
The initial reporter alleged false reactive results with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas 6000 e601 module and requested an investigation for one patient sample. The patient sample initially yielded a result of 9.11 coi (reactive) and, upon re-run, a result of 8.68 coi (reactive) with the hiv combi pt elecsys assay. Testing of the same sample with the attelica hiv assay produced a negative result.